Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported no steps taken as warmth had resolved when rep was informed about it. The issue has resolved, 1 hour post MRI. Patient's indication for use was faecal incontinence.

Manufacturer narrative:
G2: country united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the MRI mode was activated, during the MRI scan, the patient experienced warmth at the battery site. Which soon resolved following the MRI. Patient reports comfy sensation with the battery site on since too. Healthcare professional wondered if this was common for patients to feel warmth like this during an MRI scan. Furthermore, hcp stated that the MRI team said to them that they were with patient for the scan. Just to give you a bit more information in case it helps. MRI tech put patient device into MRI mode and the patient was happy with this. When they spoke to patient afterwards, patient said it felt a little warm but they weren't sure if that was because they had been lying down for a while or whether the battery heated up a little. MRI team said in terms of the MRI, the scan conditions were met with following details: 1. The system is whole body eligible 2. It was put into MRI mode prior to the scan and taken out of MRI mode afterwards 3. The active scan time was <(><<)>30 minutes 4. The b1+rms (i.e., heating) was less than the 4.0 ut limit throughout the scan that medtronic state to keep within. Sar was also less than 2w/kg. Essentially there was nothing out of the ordinary from the MRI scan and they followed all of the conditions provided by manufacturer. But MRI team asked the patient to let hcp know afterwards anyway just to be sure it was safe. Now the hcp has seen the patient to check the battery and do programming as patient reported a return of symptoms. The lead impedance is ok at 450pw, the implant battery longevity is estimated at 29-50 months. The patient stated the heat resolved 1 hour post MRI and they had no pain during the MRI or after with the implant battery was back on. Hcp have only increased the patient¿s voltage on the same active program to try and improve symptoms, the voltage was slightly lower than was previously set and the patient couldn¿t account why or when this change in voltage had occurred.

Manufacturer narrative:
B5: updated and added the cause was not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The cause was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) and healthcare professional (hcp) reported that the trouble shooting done did not resolve the issue. The patient was seen in clinic as per advised. Further information obtained, when asked if patient felt the warming sensation at any other times during the day. The patient answered that it was felt when they were sitting occasionally. Patient now queried whether this is due to minimal subcuteanous tissues around battery site sitting on hard surface in the same position. Patient stated that there were no other side effects. The warming sensation is not felt when the stimulation is off. When patient was asked if the warming sensation can be provoked by palpating the ins system (while on or off), patient answered that it was not felt through palpitation with system in on or off mode. Moreover, there are no signs of infection, no redness, heat or swelling. Battery felt flat in the right buttock under minimal subcutaneous tissues. The patient reported slight tenderness when scar line palpated over battery. Patient will discuss further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The healthcare professional (hcp) reported that when the patient lays on the ins site (for example during the night), patient feels this warming sensation that was felt after laying in the MRI scanner. And that at night when laying on right side where ins is located, patient feels heat so lays on left side. It was confirmed patient was scanned at 1.5t for the MRI. Moreover, prior to MRI, patient has been having reprogramming of therapy due to poor symptom control. No contributing factors, no falls. After increasing the stimulation, patient is did not receive sufficient therapy again. There were no error codes/messages observed on the patient/clinician programmer. Hcp will book a clinic appointment for patient to follow the troubleshooting advice outlined below. Additional information was will be provided when available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The healthcare professional (hcp) reported patient was discussed on the pelvic floor mdt. The lead positioning was verified and felt to be appropriate. The patient is going to keep an eye on the behavior of the ins, to see if the warming sensation is also triggered when not sitting/laying on the battery site and report any concerns or observations to the nurse dept. The patient has a consultant apt to discuss symptoms after other investigations have been reviewed to discuss a treatment plan.